Event description:
It was reported to philips that system failed to expose. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue had occurred during coronary procedure. The procedure was delayed and completed by using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to expose. Upon functional testing, the fse found issue with the storage drives. To resolve the issue, the fse replaced the replaced the hard disks. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.